Event description:
The home pt's spouse reported a 2240 alarm during drain 3/4 of automated peritoneal dialysis. It is reported that the pt's cat had bitten a hole through the pt line. The treatment was discontinued and finished with a manual exchange. The pt reported to the dialysis unit where the healthcare professional gave pt prophylactic antibiotics with no resulting infection. There is no pt injury associated with this incident.